Event description:
Procedure type: total mesorectal excision (tme). According to the reporter: when the instrument was fired, the hand-switch broke. The instrument was cutting but not stapling. The anastomosis was sutured by hand, however, afterwards, a new instrument was used to complete the procedure.